Event description:
It was reported that a ventricular tachycardia episode had no markers on the electrogram channel, and the physician was concerned that this may have caused a delay in therapy. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that a ventricular tachycardia episode had no markers on the electrogram channel, and the physician was concerned that this may have caused a delay in therapy. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant products: 7120 competitor implantable tachy lead (B)(6) 201; 4196 implantable pacing lead (B)(6) 2011. (B)(4).